Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram photo was submitted and reviewed. The device lot history record reviewed indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, a 18f manta was deployed for closure. Arteriotomy was noted as 8mm with severe calcification and thrombus present. Manta deployment depth measurement 7 + 1. Activated clotting time was 290, no protamine was administered. The IFU warns the following: do not use in patients with severe calcification of the access vessel and/or common femoral artery stenosis resulting in a vessel <5mm in diameter for the 14f manta or <6mm in diameter for the 18f manta, or >50% diameter femoral or iliac artery stenosis. The root cause of the extended hemostasis requiring a covered stent is due to use error. A patient with severe calcification can cause the manta implant to not catch on the vessel properly during deployment causing an ineffective seal at the access site. An act above 250 prior to closure is also a contributing factor in the bleeding. The IFU confirmed to list precaution: in the event bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The risk of failing to achieve hemostasis and other access site complications that require surgical intervention are listed as possible adverse events in the IFU. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: late arterial bleeding. Manual pressure followed by multiple balloon inflations and a covered stent were successfully administered. Risk documentation has been reviewed and this is a known risk of the device. Procedure requirements: activated clotting time (act) should be below 250 seconds prior to closure.

Manufacturer narrative:
Device will not return for evaluation however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: unresolved bleeding treated with covered stent. Artery size 8mm, calcification was severe, and patient had thombus prior to procedure, however, physician did not give protamine.